Event description:
It was reported that the lead was attempted but not used during the implant procedure. The pacing impedance was high during placement. Several positions were attempted but the physician. The lead was removed and replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the lead was returned with the helix extended. Helix extends and retracts within specification. The lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.